Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and a map shift occurred with no warning. Bwi representative informed the field service engineer (fse) that during the pulmonary vein isolation procedure the mapping catheter lasso was shown on one position on the carto 3 system and on another position on fluoroscopy. Since the procedure was finished, troubleshooting was not possible to perform. Fse followed up the issue with bwi representative and the bwi representative informed that he had two case supports in the lab without any problem. Issue was not duplicated. System is operational. The history of customer complaints associated with this carto 3 system # 11742 was reviewed. 1 out of 18 additional reported complaints may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and a map shift occurred with no warning. While mapping with a lasso catheter, there were inaccuracies, however the carto 3 system did not indicate to the user that a map shift occurred. The pulmonary vein isolation procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. Therefore this event is being conservatively reported since the system did not alarm for a map shift as this could potentially harm the patient.